Event description:
Caller reported an error with the continuous glucose monitor, referred to as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete instructions on how to reset the pump, and the caller was advised to perform the reset at their convenience and reach out again if the issue continued.